Manufacturer narrative:
The manufacturing date is unobtainable. Records prior to 09/2011 remain with the original device MFR. The nim-eclipse system neurovascular workstation is intended for use to monitor sensory and motor pathways. If the system fails to perform as intended (especially to effect or detect electromyographic (emg activity), it presents the potential for temporary or permanent damage to the nerve that is present. The electrical stimulator is located in the controller. Stimulator outputs are then routed to site selectors located in the eex901/945eex901 stimulator extender. The eex901/945eex901 provides eight independent high level outputs, paired as left and right, for peripheral nerve stimulation and a low level output for direct nerve applications. When information suggest that the nim eclipse equipment had the potential to not stimulate to affect electromyography (emg), or to detect emg, it is assumed that the failure was device related and may have gone undetected. In this case, there is no information to suggest an event could not be interpreted falsely - the report is inconclusive as to the cause of field observation. Therefore, without information to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis.

Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned a nim eclipse stimulator extender stating it "does not stim." There was no suggestion of pt injury. Testing/repair confirmed the reported event, finding a connector pin no longer soldered to the board. If the device is not stimulating/delivering current and the user has not been alerted to this malfunction, this could potentially result in false negative. False negatives could potentially cause injury to the pt by failing to identify a viable nerve. This reported event has no reference to an alarm or warning; therefore, it must be assumed that an alarm or warning went undetected or did not occur.